Event description:
The surgeon stated that the stem on patient left hip had subsided. He was unable to make up the difference by removing the cup and replacing it along with a new longer head, so he removed the stem and re-established length by implanting a cone conical stem.

Manufacturer narrative:
An event regarding stem subsidence involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays, operative reports, patient history and follow-up notes are needed to investigate this event further.

Event description:
The surgeon stated that the stem on patient left hip had subsided. He was unable to make up the difference by removing the cup and replacing it along with a new longer head so he removed the stem and re-established length by implanting a cone conical stem.

Manufacturer narrative:
The lot provided, 10051336ca, is invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.